Manufacturer narrative:
Case(B)(4). The device was not returned for evaluation. The device lot number was provided at a later date and the device history record review is pending.

Event description:
A patient underwent a thoracoscopic left atrial appendage exclusion and left pulmonary vein isolation, during which a mid1 dissector was used. Prior surgical history included an aortic aneurysm repaired with stent. Poor visibility was noted with single-lung ventilation. Surgeon attempted to dissect between the left superior pulmonary vein (lspv) and the left pulmonary artery using the mid1, but bleeding occurred. Site of bleeding site could not be identified, so a small incision was made in the left fourth intercostal space and cardiopulmonary bypass was initiated. The patient became hemodynamically unstable but was stabilized. Bleeding from the inferior vena cava (ivc) was identified and repaired with one pledgeted suture. There was no reported device malfunction, and the adverse event was the result of a procedural complication.